Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the screen went black and the unit shut down with diagnostic code (pressure regulation high). The device was in use at the time of the event. The patient was placed onto another ventilator with no adverse outcome to the patient reported. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed stated that the proximal pressure was 25 cmh2o greater than the pressure limit listed below and greater than the hip setting for 1 second ± 20 m sec. A good faith effort was made and the biomed stated the error log was reviewed from device with philips rse. The biomed stated he was unable to reproduce the error. The biomed ran the device over two hours and the reported issue could not be reproduced/duplicated. The biomed stated that a data acquisition pcba assembly was ordered as it was decided the best course of action would be to replace the data acquisition pcba assembly.